Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 100% total chronic occlusion located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that it was difficult to advance the stent due to a lot of resistance. During advancement the stent became twisted and deformed and could not be advanced further. It was reported that removal of the stent was difficult. It was also reported that while attempting to pass the lesion with the endeavor sprint rx stent that the guide wire was deformed. Pre-expansion was performed again. The procedure was completed using a non-medtronic stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image review: two still cine images and two photographs were provided from the account. The first still cine image captures the rca with 100% occlusion evident in the mid rca as reported. The second image provided captures the rca with blood flow restored to the vessel. There were no still cine images capturing the endeavor sprint device in the vessel. The first photograph provided captures deformation to the endeavor sprint stent. A second photograph was also provided capturing the shelf carton of the device. The lot # and size of device on the shelf carton matches that reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th and 8th distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.